Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the black tip of the sheath had a small bulge causing resistance. Before inserting the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium into the patient, it was seen and felt, that the black tip of the sheath has an edge or a small bulge and this prevented the sheath from being easily inserted into the groin. So the sheath has to be changed. Afterwards the procedure could successfully be completed. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection of the returned device were performed following bwi procedures. Visual analysis revealed that the vizigo's shaft was observed damage. The tip was observed in detail and no damage or anomalies were observed; however, the braided shaft for stability and torque have deep dent. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The sheath shaft rough issue reported by the customer could be related to bent condition identified during the analysis. The damage observed could be related to the manipulation of the device before the procedure, however, this cannot be conclusively determined. The instructions for use contain (IFU) the following precaution: during insertion, use caution not to create excessive bends that may lead to crimps in this device. Do not attempt to insert a catheter having a distal tip or body size larger than 8.5f as indicated on that product label. Doing so may compromise the structural integrity of the sheath or the device being used, and/or lead to the failure of the sheath or device being used. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 6-mar-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium and the black tip of the sheath had a small bulge causing resistance. Before inserting the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium into the patient, it was seen and felt, that the black tip of the sheath has an edge or a small bulge and this prevented the sheath from being easily inserted into the groin. So the sheath has to be changed. Afterwards the procedure could successfully be completed. Additional information received indicated there was no cut or breakage in the tip. There were not internal sheath mechanisms exposed. 4mm before end of tip there was a bulge outwards which could be seen and felt. There were no lifted electrodes.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).